Manufacturer narrative:
This report is filed july 10, 2014.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.